Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event. Analysis found the rf (radio frequency) head connector of a printed circuit board assembly is loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer error screen appears when the programmer is turned on. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.